Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient was hospitalized for elevated blood glucose (bg) of 565 mg/dl with vomiting and diabetic ketoacidosis. The patient reportedly remained hospitalized at the time of the call to animas. The reporter noted that the patient¿s bg was treated with insulin via the pump, insulin via injection, IV fluids, and an insertion site change. The patient had reportedly discontinues insulin pump therapy at the time of the call to animas. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014 and a 4 hour manual suspend was observed from (B)(6) 2014. The total daily doses added up and equaled the programmed basal rate target. The pump correctly reflected 24u after a 24 hour basal program test that was set on 1u/hr delivery. The product delivered within specification. The keypad was observed to be undamaged and all of the buttons properly responded to testing. The battery cap was observed to be undamaged, fit properly, and was able to maintain the electrical connection. Unrelated to the initial complaint, the display was dim and faded. The battery compartment was observed to have a hairline crack at the sealing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.